Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-04090. It was reported the patient had not charged her scs ipg for approximately a year. Consequently, the patient's scs ipg became inoperable. Follow up identified surgical intervention was taken and the patient's scs ipg was replace with a new one. The patient was implanted with two scs systems, it was undetermined at this time which of the ipgs was inoperable. All possible devices are being reported.